Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ECG and respiration waves may be distorted, an incorrect heart rate and no respiration rate may be displayed, if only 3 electrodes are attached to patient. No patient harm was reported.